Event description:
It was reported that the pacemaker dependent's right ventricular lead exhibited an increase in capture threshold following initial implant. During the lead revision later that day, the lead was found to have been displaced from it's original implant location. The lead was replaced and removed. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.